Event description:
It was reported that a user of the ilet experienced high blood glucose, and technical support suspected an infusion issue and advised an infusion set change; the user replaced the inset 23" 6 mm set, and the cannula was not bent upon removal, with education and troubleshooting completed. Symptoms included hyperglycemia without reported associated clinical manifestations. Outcomes included no hospitalization or additional clinical interventions. Investigation included remote troubleshooting and user education regarding infusion set replacement. Investigation of this case revealed an unclear cause of hyperglycemia, with no device malfunction confirmed and no infusion set defect evident on user inspection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.